Event description:
Pt found at 2:15 am on 2/14/95 unresponsive on ventilator. Tubing had disconnected at ventilator connection to heater. No alarms were sounding. Pt was coded and responded. Pt now being maintained on vent. Pt was awake and responding to staff prior to event. Pt now comatose and unresponsive. Addendum 3/7/95: pt was taken off of the ventilator on 2/28/95 at 7 pm and expired at 7:15 pm.